Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the cartridge had lost prime. There was no allegation of an adverse event. This complaint is being reported as the loss of prime issue can lead to interrupted insulin delivery.